Event description:
During follow-up, high capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.